Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had vertical lines on top display lcd during preventive maintenance. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. The getinge field service engineer (fse) that encountered the issue replaced the display top lcd assembly. Display test passed in the service mode. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
N/a.